Manufacturer narrative:
The device intended to be used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. In addition actions are being taken to reduce instances of the reported event. The complaint history file contains further instances of the reported event, which are being monitored. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture.

Event description:
It was reported that during inspection the opsite flexfix dressing did not stick. No harm or injury reported.